Manufacturer narrative:
The insulin pump that was received had a severely cracked and bleeding lcd glass, cracked and pushed in display window, deep scratches on the display widow, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, dat test, self test, off no power alarm test and a21 error test due to severely cracked and bleeding lcd glass. Unable to perform the pump trace history download or carelink download due to severely cracked and bleeding lcd glass.

Event description:
Customer reported via phone call physical damage to insulin pump. The customer's blood sugar was 599mg/dl at the time of call. Trouble shooting was performed and found car safety belt hit the screen on device and cracked it. The screen is damage and customer is not able to see anything. The damage occurred when car seat belt hit it. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.